Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available, and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Info was received that reported a pt was treated on due to incidence of hypoglycemia. The pt has been working with his health care provider adjusting his rates and lowering his dosage, but has been experiencing significant blood glucose high's for a week. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report, had not been returned for evaluation.